Event description:
It was reported that the patient was having difficulty charging the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was disposed by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.